Event description:
Four staff members were at bedside to help transfer the patient from the bedside chair to the bed. The patient was in a gray combi sling that was attached to the lift. The patient was lifted straight out of the chair with the nurse and cna providing leg support and the charge rn and occupational therapist guiding the patient over the bed. Once the patient was over the edge of the bed, the lift strap broke and the lift spreader bar land on the patient's chest, hitting the patient in the face and right shoulder.